Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified that the device could not be powered on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer returned their device to a third-party service agent without specifying any issue. During evaluation it was observed that the device could not be powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr20 which had shorted from pin 4 to pin 8. This diode, designator cr20 on the power pcb assembly, being shorted from pin 4 to pin 8 caused the device not to power on.

Manufacturer narrative:
The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.